Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that that they needed to activate MRI mode, but while the agent was walking patient through connecting to their implantable neurostimulator (ins) during the call, the patient confirmed seeing the power on reset "por" screen. The patient confirmed that the por screen was telling them to charge their ins, and the agent reviewed por information. The agent also emailed the patient MRI mode instructions. The patient said they would call back if they need further assistance after charging their ins and following the emailed instructions.